Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Update to the initial, MDR in block(s) b5.

Event description:
It was reported that during the pulmonary vein isolation with pulse field ablation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that device was prepared according to instructions for use (IFU) after transeptal (tsp), inserted the farawave nav, aspirated (mandatory), and air came in. Sheath replaced for a new one, and no problems at all. Procedure completed successfully with new sheath. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported that the guidewire was 1mm outside the farawave. Pressure bag was used for the irrigation of sheath. The bubbles were observed only by aspiration with the syringe. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation with pulse field ablation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that device was prepared according to instructions for use (IFU) after transeptal (tsp), inserted the farawave nav, aspirated (mandatory), and air came in. Sheath replaced for a new one, and no problems at all. Procedure completed successfully with new sheath. No patient complications have been reported. The product is not expected to be returned as it was disposed.